Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-03076 and 1627487-2013-03078. The patient received 2 scs leads with different lot numbers. It was reported the patient was not receiving effective stimulation in addition to experiencing uncomfortable stimulation in her ribs and back. It was also reported the patient was unable to communicate with her scs ipg due to not charging her scs system for 6 months. Subsequently the patient's scs system was replaced which resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.